Manufacturer narrative:
A getinge field service engineer (fse) evaluated the intra-aortic balloon pump (iabp) and could not duplicate the alleged malfunction. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported the cs300 generated a "leak in iab circuit" alarm while in use on a patient. No patient harm or adverse event was reported.

Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported the cs300 generated a "leak in iab circuit" alarm while in use on a patient. No patient harm or adverse event was reported.